Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited low, out-of-range pace impedance measurements. In addition, this patient with chronic atrial fibrillation (af) received pacing in the atrium due to undersensing. Troubleshooting included reprogramming. The plan was the re-evaluate the lead upon device replacement time in approximately one year. The ra lead remains in service at this time. No adverse patient effects were reported.